Manufacturer narrative:
Additional information is unable to be obtained as the initial reporter elected not to be identified. A patient had their system explanted was reported to abbott. It was determined following the permanent system implantation the patient began tripping and falling due to the inability to walk. The patient was seen at the emergency room where the system was explanted. The patient sustained permanent paralysis. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
An event was received via voluntary medwatch form mw5150882. It was reported that one week after permanent implant procedure patient began tripping and falling after losing the ability to walk. In turn, patient went to the emergency room and surgical intervention was undertaken wherein the system was explanted. Following hospitalization, it was reported patient sustained paralysis from the neck down and was sent to a nursing home for extended prior of time. It was noted patient remains paralyzed and is receiving continued care. Initial reporter elected not to be identified.